Event description:
It was reported that "during tightening of the prosthesis with dinamometric screw driver the component broke. A new proximal stem was implanted after having removed the rest of the screw from the distal component. This was successful without consequences to the patient."

Manufacturer narrative:
There is no information that suggests this event resulted in a surgical delay or adverse consequences to the patient. The procedure was successfully completed.